Event description:
False negative result (s). Did this test & came out negative. Same day I went to do an actual lab test & it came out positive for covid-19. Can't seem to trust the over the counter tests. I went into work that day because it came out negative, thankfully I still thought to wear a mask & sanitize. But if it wasn't for the actual test later, I would have believed I didn't have it when indeed I was tested positive.